Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited functional undersensing that lead to incorrect rhythm diagnosis and inappropriate anti-tachycardia pacing (atp). There were no patient consequences.